Manufacturer narrative:
Other device used: catalog #00598801215, nexgen straight stem extension, lot #62726930 - manufactured by zimmer (B)(4). No devices were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Medical records for primary and revision surgery were received. Operative notes confrm that patient underwent primary surgery due to right knee tricompartmental osteoarthritis, significant deformity and bone deficiencies following hto lateral closing wedge overcorrected. Records from revision surgery confirm that patient underwent surgery after radiographs from the patient's one year follow-up visit showed that the poly insert had dislodged. During the surgery it was found that the poly was dislocated and the wrong screw had been used to secure poly. It was reported that the locking screw from the stem extension was inserted and not the correct locking screw that is packaged with the lcck articular surface. Lcck instrumentation surgical technique states "remove the stem extension locking screw from the stem extension and discard. The locking screw that will be used is packaged with the lcck articular surface implant." Per the evaluation of reports and records received, usage of the wrong screw lead to the dislodged poly insert and hence revision surgery of the patient.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that, one year post-op, the patient was revised due to a dislodged articular surface. During the revision surgery, it was noted that an incorrect screw was used to secure the articular surface to the tibial plate.